Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. While there was no change in mitral regurgitation (mr), the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in increased tension on the device and; therefore, contributed to the user experience; however, this cannot be confirmed. The likely cause of the unchanged mr was the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet and surgical intervention was performed. It was reported that the mitraclip procedure was performed on (B)(6) 2016 to treat mixed mitral regurgitation (mr) with a grade of 3. Visualization was difficult because the patient had a twisted heart axis. One clip was implanted; however, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was attempted lateral to the slda, but there was no reduction in mr, so the clip was removed. Mr remained at grade 3. The procedure was aborted, but mitral valve repair surgery was performed. No additional information was provided.